Event description:
A malfunction on a pump was reported by the caller, who noted that a malfunction code reappeared after a reset. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted with the reset. Caller will use mdi/ and caller will contact hcp to ensure insulin therapy is not interupted.